Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing premature ventricular contractions (pvc). The device rem ains in use. No patient complications have been reported as a result of this event.